Event description:
A malfunction alarm was reported, displaying code malf 12. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the displayed value reading "high." The customer contacted technical support and was assisted with resetting the pump, after which the malfunction code did not recur. Technical support advised the customer to continue using the pump and to call back if any issues reoccurred.